Manufacturer narrative:
Based on the information provided, the root cause of the complication cannot be determined. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. As of (B)(6) 2022, a review of the site's system logs for the reported procedure date was conducted by an isi senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, a patient developed a large pneumothorax. As a result, a chest tube was placed to resolve the pneumothorax, and the patient was admitted to the ICU and hospitalized for 9 days. The cause of the complication is unknown.

Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure completed on (B)(6) 2020, the patient developed a large pneumothorax. On (B)(6) 2022, intuitive surgical, inc. (Isi) followed up with the isi clinical study manager and obtained the following information: the lesion was located in the left upper lobe (lul) and in the outer 1/3 of the lung. There were no bullae present in the same lobe as target lesion. A 21g flexision needle and cytology brush were used for biopsy. Mediastinal lymph node staging was performed following the target lesion biopsy. No pneumothorax or bleeding requiring intervention were observed intra-procedurally. A chest x-ray obtained showed a left pneumothorax. Interventional radiology placed a left chest tube to resolve the pneumothorax and subject¿s symptoms improved immediately. The patient was then transferred to the ICU for admission. The patient was on 6l of o2 which was the patient's baseline. A follow up chest x-ray on (B)(6) 2020 showed enlargement of the pneumothorax. The patient was seen in clinic on (B)(6) 2020 where the heimlich valve was exchanged for a mini-atrium. Later in the day on (B)(6) 2020, the patient experienced a sudden onset of sob. The patient was advised to go to the nearest emergency room for a chest x-ray. Imaging confirmed worsening of the pneumothorax and the chest tube was found to be kinked. The ER staff unkinked the tube and the pneumothorax resolved. The patient was transferred back to a medical center for further evaluation. Repeat imaging showed resolution of the pneumothorax. The patient was stable although incidental findings of airspace opacities, mild tachypnea and a low grade fever (99.5 degrees f) were noted. Pulmonary nodular amyloidosis (pna) was covered briefly and antibiotic course was completed. An incidental finding axillary included deep vein thrombosis (dvt) and the patient was started on eliquis treatment. Overnight on (B)(6) 2020, the patient experienced worsening of sob. Supplemental oxygen was increased from 6l to 10l. Repeat imaging showed worsening of the pneumothorax. A chest tube was placed on -20cm suction. The patient was given an incentive spirometer. Over the next three days, the patient was weaned on o2 and interventional radiology placed a larger chest tube on (B)(6) 2020. The patient had subsequent improvement and passed a clamp trial. The chest tube was removed on (B)(6) 2020. The patient was discharged home in stable condition.